Event description:
During product demo, a customer reported liquid feces backing up through the scope in the jet wash tubing and through the check valve in the aj-510 into the pump (jw-1) tubing, about 3 feet during a procedure.

Manufacturer narrative:
The colonoscope related to this issue is working as purported. The returned aj-510 adapter did not stop flow. The tubing set used with jet wash pump (jw-1) is not equipped with an external check valve. This tubing is then attached to the aj 510 adapter used with the jet wash function on the ec-530ls. To date, fujinon has not received any other complaints of this nature. This adapter has been in use since july 2008. The root cause of this incident can be attributed to the design of the aj-510. The valve built into the adapter was only intended to stop fluid from dripping into the pump tubing. As a precautionary measure, fujinon will provide disposable check valves to all ec-530ls and ec-530hl customers. This external check valve will prevent any fluid from the aj-510 adapter backing into the pump tubing. Customers will be notified and instructed to replace the disposable check valve in between patient procedures. The operation manuals will be revised to include this step. In addition, fujinon will convert customers using jw-1 jet wash pumps to egp-100 pump. The egp-100 pump is equipped with an external check valve with the tubing set. This check valve will protect the pump system from fluid invasion from the colonoscope during a patient procedure. Note: neither model jet wash pumps are manufactured by fujinon.